Event description:
It was reported that approximately 85 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: 4902325, 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups 4845941, 180-01-52 - nv crown cup clstr hole 52mm group 2 4957719, 180-65-25 - alteon 6.5mm screw, 25mm. 4644727, 188-01-05 - wedge plasma x/o sz 5.